Manufacturer narrative:
B1, b5, h6 medical device problem code 2917 - remove, h6 investigation conclusion code 67- remove, h6 medical device problem code 2993- added, h6 investigation conclusion code 61- added b1, b5, h6 medical device problem code 2917 - remove, h6 investigation conclusion code 67- remove, h6 medical device problem code 2993- added, h6 investigation conclusion code 61- added.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 526 mg/dl. The customer delivered a bolus to address bg level. Reportedly, multiple quick bolus alerts occurred. Tandem technical support educated the customer on ensuring the wake button is not pressed down. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the quick bolus function was not working. The customer's blood glucose was 526 mg/dl. A correction bolus was delivered to address bg level. Customer continued to use the pump for insulin therapy.